Event description:
The customer reported to olympus that when connecting a scope to their video system the screen goes black. The event occurred during preparation for usage for a diagnostic cystoscope procedure. Additional information stated they were not able to get an image prior to the scope being connected and the issue is present with any scope. The plug in was wiggled around and held in place till the screen was clear to complete the procedure. This caused procedure to be longer than anticipated. There was no reports of death, harm or injuries related to this event.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9 of the initial medwatch. The device was not available for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not possible to determine whether the indicated phenomenon occurred due to a malfunction of the device. The product has not been returned to the repair department and the condition of the product cannot be confirmed. Olympus will continue to monitor field performance for this device.